Event description:
A surgeon reported that three days following intraocular lens (iol) implant surgery, a patient presented with severe ocular inflammation, uveitis, hyalitis, hypopyon, and a decrease in visual acuity. The cataract surgery required suture(s). There was no pain or redness. The patient was treated with medications. The surgeon reported that the prognosis for the patient is good.

Manufacturer narrative:
The product was not returned for analysis. Review of batch record showed that all results of chemical, microbiological and toxicological tests were within specification. Retention samples were tested; test results met specifications. Additional info was requested. This report was mailed to FDA on: 11/20/2008.